Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification.

Event description:
A site representative reported that, while in a spinal fusion, the tip of the driver broke during the procedure. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
The driver was returned to the manufacturer for analysis. Analysis found that the tip of the driver had been broken off. Analysis found that the reported event was related to a physical damage issue. If information is provided in the future, a supplemental report will be issued.